Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not state the date/time that the alleged product issue began. The patient manages his diabetes without diabetes medications. The patient stated that he followed his usual diabetes management routine in response to the alleged product issue. The patient claimed to have developed the symptom of "sweats" after the alleged product issue began (date/time not provided); however he denied that he received treatment. At the time of troubleshooting, the csr noted that the alleged product issue was resolved after a walk-through retest, the test strips had not expired or been open for longer than the discard date, the patient was using the correct testing technique and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "sweats" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up #2: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.